Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). Case subject: there was no patient involvement 8015 keypad not workingkeypad- damaged. (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: caller has a 8015 unit in which some of the keys on the keypad are not functioning correctly. Sn: (B)(4). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: informed the biomed that the keypad was the issue and the front case would have to be replaced. Let him know that this unit has hit end of life and we do not have any replacement parts for this unit. Emailed eol letter to biomed.